Event description:
This complaint was forwarded by (B)(6). The patient had his first injection with radiesse on (B)(6) 2013. He was injected with 0.75 cc of radiesse in nasal area with a cannula. The patient did not experience any abnormalities from the first injection. The second injection occurred on (B)(6) 2013. He was injected with 0.35 cc in nasal area (the whole nose from the nasal tip) with a cannula and 0.4 cc in the chin area. On (B)(6) 2013, the patient's eyes and nose areas were severely swollen and painful. The patient went back to the clinic for an evaluation. The injector reported that according to patient, there were some pimples around nose tip, so he squeezed the pimples after filler injection. The injector mentioned that patient had already done decompression drainage, also antibiotic and anti-inflammatory was prescribed topical/oral/IV (dosage and duration unknown). On (B)(6) 2013, (B)(6) reported that the patient recovered, but due to debridement, there is a scar on his face.

Manufacturer narrative:
The device history records for radiesse were not reviewed as the lot number was unknown.